Event description:
It was reported to philips that the device experienced multiple test failures; pads cable failure and pacer equipment malfunction. In addition, both the charge button and shock button tests were bypassed. There was no reported patient involvement/adverse patient impact.